Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, inconsistent capture, high impedance, oversensing causing pacing inhibition and had fractured. The rv lead was turned off and a leadless pacemaker was implanted as a replacement. No patient complications have been reported as a result of this event.